Event description:
It was reported that the atrial lead exhibited noise due to lead to can abrasion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 6.5 cm to 7.0 cm from the connector pin due to friction to the device can and also abraded at 13.1 cm to 13.9 cm from the distal tip due to friction to another device. These abrasions could cause the reported noise anomaly.